Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0snfs, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that the patient's urgency and frequency symptoms had fully returned to baseline since their fall at the end of (B)(6). When impedances were checked at the clinic there were multiple values over 4000 ohms and reprogramming around the impedances did not resolve the issue. The patient received a full replacement of the implanted system and the issue was resolved. There were no further complication reported or anticipated.

Manufacturer narrative:
Analysis determined there was a fracture in the lead, no significant anomalies were found with the ins product analysis #(B)(4): analysis information -- 10/24/2017 17:24:57 cst pli# (B)(6). Product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Continuation of concomitant medical product: product ID: 3889-28, lot# va0snfs, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Analysis information -- 10/24/2017 17:27:32 cst pli# (B)(6). Product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead at or near the tines; {x} cm from the {distal/proximal} end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the {connector #3.} connector(s) of the lead {was//were} crushed. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis results, see h10.